Event description:
It was reported that, "threads broke. Looks like the weld might have broken on the instrument."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.